Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and other manufacturer right ventricular (rv) lead had spike in pacing impedance to 1200 ohms that was oversensed by the minute ventilation (mv) sensor. The lead testing showed no evidence of lead fracture. Plan was that minute ventilation (mv) was turned off, and the device was programmed to unipolar pace/bipolar sense. The device remains in-service. No adverse patient effects were reported. This device was included in the recent mv sensor signal oversensing advisory population.